Event description:
Ous MDR. It was reported that recently the user feels these guide wires have an issue with the coating eroding or that it is somehow defective. They report difficulty in placing the balloon catheter over the wire and after removal; it was found the coating eroded and collected at the front of the coil of wires. We could even get the eroded material on the hand.

Manufacturer narrative:
Please note that all potentially affected lots were identified and are recalled and no potentially affected devices are within the us, therefore, the recall does not affect any product in the us. As a result of this complaint, biotronik (B)(4) is initiating a voluntary field safety corrective action to withdraw specific lots of its coronary guide wires galeo from the market. Biotronik (B)(4) has identified for specific subset of its coronary guide wires galeo the potential of ptfe (polytetrafluoroethylene) coating to delaminate and detach from the guide wire. Potentially affected devices are identified and the corresponding field safety notice will be distributed.